Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, it was reported that a cartridge alarm 06 occurred while the pump was not outside of the allowable operating altitude range at the time of this alarm. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 345 mg/dl.